Manufacturer narrative:
Additional information was received that the patient would not want to proceed with the revision procedure. No further course of action at this time.

Event description:
A report was received that the patient will undergo an ipg revision or a replacement for an unknown reason.

Manufacturer narrative:
D7: explant date: years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 16258152.

Event description:
A report was received that the patient will undergo an ipg revision or a replacement for an unknown reason. Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision or a replacement for an unknown reason.